Event description:
Account reported that patient had a decentered ablation with interrupted procedure in right eye and that as a result the patient experienced loss of best corrected visual acuity equal to 2 lines in his right eye. Patient history: pre-op manifest refraction on (B)(6) 2015 : right eye +4.50 -0.50 x 040 bcva 20/20, left eye +3.25 -0.75 x 146 bcva 20/15. Patient ilasik treatment was (B)(6) 2015. Desired correction: right eye: +4.72 -0.64 x 034 with -0.20 physician adjustment, left eye: +3.46 -0.63 x 146 with -0.20 physician adjustment. Post op visit for (B)(6) 2015 bcva, right eye 20/30. Last post office visit was on (B)(6) 2015 and uncorrected visual acuity was: right eye 20/30, left eye 20/25, with no refraction in both eyes. Surgeon requested to have field service check out both systems, the wavescan and star excimer s4ir. This is 1 of 2 reports.

Manufacturer narrative:
On initial report the model was sent instead of the serial number.

Manufacturer narrative:
Application support manager discussed with surgeon that wavescan refraction sphere will be 0.50 diopter less when compared to manifest refraction sphere due to monochromatic aberrations unless patient is accommodating. Plastics dated (B)(6) 2015 were checked and found with no artifacts. Customer did not have plastic for (B)(6) 2014. Excimer laser was checked by field service engineer (fse) and found within specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.